Event description:
A caller reported a minimum fill notification concerning their insulin pump. There was no reported impact to the customer¿s blood glucose level as the caller declined to provide blood glucose information. Despite receiving guidance from technical support to fill and load a new cartridge, the caller was unable to resolve the issue and was advised to escalate the matter to technical support management. The caller reverted to using multiple daily injections (mdi) for insulin therapy. No additional information obtained.